Event description:
Boston scientific crm received information that this pacemaker was implanted on (B)(6) 2005. At the most recent follow up visit, the device battery status was found to be at the elective replacement indicator. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of the device was confirmed to be elective replacement time. The device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, we have concluded that this device experienced battery depletion within the normal tolerance for this model.